Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had triggered elective replacement indicator (eri) battery status on (B)(6) 2022. The local sales representative requested to know the replacement interval. Technical services discussed the device should be replaced within 20 days of reaching eri as it was included in the premature battery depletion advisory. Engineering review of the data in the remote monitoring system confirmed the device was depleting prematurely due to an abnormal increase in power consumption; detailed analysis of the data determined the device had sufficient reserve to deliver at least six shocks before the charge times exceed 15 seconds, if the device was replaced within 60 days. No adverse patient effects were reported. The device remains implanted and in service. The sales representative later reported that the device remains implanted. The physician will determine if a replacement is necessary as the patient may no longer need ICD therapy. It was also noted the patient was not able to be contacted. No replacement or extraction procedure has been scheduled at this time.